Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels reaching 390 mg/dl. Contact stated they believe the pump basal rate needs to be adjusted. Boluses were delivered to stabilize blood glucose levels. Contact reported they will meet with the customer's health care professional to discuss the reported issue.